Event description:
Ongoing issue: (B)(6) hospital, (B)(6), 2 separate bariatric beds broken, alternating air flow mattress malfunctioning, four hoyer lifts broken, (B)(6). Patient being harmed, being forced to be bedridden, laying on metal frame at times, because air mattress malfunction, and because of broken hoyer lifts. Bed alternating pump getting extremely hot, so hot patient has to be protected with towels and other materials. Patient hospitalized on (B)(6), as of this report, still hospitalized in poor conditions due to failing basic medical equipment mentioned. Due to patient being forced to be bedridden, "water" from congestive heart failure is getting worse in extremities. Patient (B)(6) feels like he is being tortured with the beds. Ongoing issue. Periodically, staff will unplug bed for 5 or so minutes to "reset it" throughout the day. Hoyler lifts wheel came off while transferring patient (B)(6). Additional information received from reporter on (B)(6) 2024 for (B)(4). Follow-up on a report that was just filed regarding bariatric beds at (B)(6) and broken hoyler lifts. The phone number for the contact is incorrect. The broken beds are still in use, so available for inspection. Adding also, patient (B)(6) is "operating" the device. Reference reports: mw5160083, mw5160085, mw5160086, mw5160087, mw5160088.